Event description:
It was reported that two years after an anterior cruciate ligament reconstruction surgery of the right knee performed with a biosure regenesorb screw and artherx fixation, a patient was hospitalized due to pain and discomfort near the incision for three months. The patient underwent a right knee arthroscopy to remove the arthrex fixation. The patient recovered without sequelae.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The cfrs have been reviewed and reveal that the patient symptoms have reportedly ¿disappeared¿ post revision (explantation of the fixation nail) procedure, however the biosure regenesorb device remains in place. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided and per the investigator of the clinical study, the root cause of the reported pain and discomfort is not due to the biosure regenesorb screw study device. The patient impact beyond the reported symptoms and revision with the explantation of the competitor¿s device cannot be determined. However, the patient has reportedly, ¿recovered without sequelae¿ and discharged home four days post revision. The biosure regenesorb device remains in situ. Therefore, no further clinical/medical assessment is warranted. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. It was determine after the review of the clinical study that he screw biosure regenesorb is unrelated to the adverse event reported . If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.